Manufacturer narrative:
A ge service representative performed an on site investigation. The 5 volt power supply was adjusted during the service call. The system was found to be working and put back into service.

Event description:
The customer reported that the 9600 system would not boot up. No patient injury was reported.